Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customers mother stated having issues with unresponsive buttons. The customer's blood glucose level was reported to be between 260mg/dl to 420mg/dl. It is reported that the customer states her son's blood glucose levels are very high at night. It is reported that the customer was advised to discontinue use of the device, and revert to back up plan per their health care provider. It was reported that the device was out of warranty, and the out of warranty letter would be sent out.